Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the hp tibial tray handle confirmed both attachment tips/pegs have broken. The root cause was attributed to suspected misuse by overloading while the mating instruments were engaged. Due to suspected misuse as the root cause and no reported events of patient harm, the need for corrective action is not needed at this time. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI# (B)(4).

Event description:
Both tray retaining lugs have snapped off. This case has been reported by the loan kit technician during loan kit inspection.